Event description:
During a routine preventive maintenance on the "bvs" console, the console failed the battery run test. New batteries were installed and the console is functioning satisfactorily. The suspect batteries will be returned to abiomed. No pt was involved.